Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. Receiver passed when tested if it will charge and will boot. Functional test passed. Receiver download retrieved and attached. Customer complaint is undetermined because the investigation date range was not in the log for review.

Manufacturer narrative:
(B)(4).

Event description:
Patients mom reports inaccuracies between cgm and fs.